Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on 11/12/2018 that on (B)(6) 2018 , that the sensor expired after 6 days. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion".

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of early sensor expiration was confirmed. The root cause could not be determined.